Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was laying at an angle that was making it difficult to charge. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and the device remains implanted.